Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to 5mm to occlude the vessel. The physician inserted the stent delivery catheter and it came in contact with the occlusion balloon and the balloon was observed deflating. The physician decided to reposition the occlusion balloon since it was already deflated. The physician tried to re-inflate the balloon and it would not inflate. The physician continued the case without the protection in place. The pt is reported to be fine.